Event description:
It was reported that during cardiac catheterization, after the first injection of left main artery, dye stain was noted in aorta and left main artery. Left main artery dissected. The cause of the dissection is unknown. An intra-aortic balloon pump and temporary pacemaker was inserted. Dopamine and epinephrine drip were administered. The pt was intubated and sent to the operating room. The pt was shocked three (3) times in route to the operating room. The pt came through surgery fine and was discharged from the hosp. Pt status is listed as "okay".